Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator was inoperable and displayed inoperative error on the display. The ventilator was not in use on a patient at the time of the event occurred. The customer reported to have performed the extended self-test. The ventilator passed the entire required test.